Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported pericarditis may have been procedure related. Per the IFU, pericarditis is a known risk during the use of this device.

Event description:
The patient experienced pericarditis post procedure. The patient became hypotensive and experienced pericarditic pain post procedure from the ablation. The patient was hospitalized for observation and a chest x-ray and ECG were performed which showed a right sided effusion. The patient was given ibuprofen and the event resolved without sequelae. There were no alleged performance issues with any sjm device.